Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating a damaged sensor. The customer's blood glucose reading was unknown. The customer stated that he lifted 100 pounds and the sensor got caught and ripped out. The sensor will not be returned for analysis.